Manufacturer narrative:
The actual device was returned for evaluation. Reliability engineering evaluated the device and determined that the cord was damaged with the wires exposed. Therefore, the reported condition was confirmed. The damaged cord was consistent with mishandling of the device by allowing the cord to come in contact with a sharp object which punctured the cord or exerting extreme force on the cord during cleaning or use. The assignable root cause was determined to be due to stress caused by user error. If additional information should become available, a supplemental medwatch will be submitted accordingly.

Event description:
It was reported that during post surgery, it was observed that the electric foot control device had cord damage and the wires were exposed. This event did not occur during surgery. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. The exact date of the event was not reported, however it was noted that the event occurred in 2018. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.